Manufacturer narrative:
(B)(4). The customer reported a failure to shock during testing. The device was evaluated at philips. The therapy pca was found to be faulty. Replacement of the therapy pca resolved the symptom.

Event description:
The customer reported a failure to shock during testing.